Event description:
The territory business manager states that the dealer is alleging that when he received m41 that the screws that hold the seat on to the seat post bracket are loose.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.